Event description:
Hinged total knee prosthesis inserted three years prior to event. On february 5, 1992, locking pin, bearings, and hinge pin replaced due to patient complaint of pain and instability. The metallic component measured 10.5 x 5.0 x 3.8 cm. The high density polyethlene component measured up to 4.0 x 3.6 x 2.0 cm. Areas of wear were noted on both components. The diagnosis of chronic synovitis was notedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, other. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.